Event description:
Reportable based on analysis completed on (B)(6) 2012. The target lesion was located in the right coronary artery. The 4.0 x 20mm apex balloon, selected for predilatation, was inflated but would not hold pressure. The physician pulled a negative on the balloon and attempted re-inflation though the balloon would still not hold pressure. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok. However, device analysis identified a pin hole.

Manufacturer narrative:
A visual examination of the returned device found that the distal extrusion was kinked at 4.1cm, 4.4cm and 4.8cm distal to the port. When an attempt was made to inflate the balloon, a pinhole leak was noted at the distal edge of the distal markerband. A detailed examination of the balloon material and distal markerband could not identify any issues which could potentially contribute to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).